Event description:
It was determined this reporting was submitted in error. Please void the previous submission.

Manufacturer narrative:
It was determined this reporting was submitted in error. Please void the previous submission.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 15-106058, item name: m2a-38 cup non flared sz 58mm, lot #: 125530. Item number: x11-170310, item name: integral/xlat por profile 10mm, lot #: 217400. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2012-02121. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 13 years post-implantation due to pain, "metalosis", and synovitis, cup and head components were removed and replaced. Attempts have been made and no additional information is available.